Event description:
The customer obtained biased qc and pt results for lactate. Samples were repeat tested and correct results were obtained. Biased results of this type may initiate inappropriate physician action. There was no report of pt harm as a result of this event.